Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: no root cause could be determined as the complaint could not be confirmed.

Event description:
Patient reported that her v-go had fallen off her today. Patient was wearing the device on her abdomen and states she was not doing any extra movements. Patient stated that when it fell, she noticed that the adhesive was barely sticky. Patient confirmed that she properly cleans the area before applying.